Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis has not been completed at this time. This device remains in service. No adverse patient effects were reported.